Event description:
It was reported the menu display is not visible. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of specification, the lower part of the display was hard to see. It was also noted that the upper case, one side bail cover and ring cover were broken.